Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the internal implant threads at site # 7 were damaged during a clinical procedure and the rep. Is requesting tool item # 0493 to be sent out. The implant is well seated and intact. As a result of this event, no injury to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the internal implant threads at site # 7 were damaged during a clinical procedure and the rep. Is requesting tool item # 0493 to be sent out. The implant is well seated and intact. As a result of this event, no injury to the patient was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) (1) imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted and no per form was provided. Bone density type is unknown. The reported devices were located on tooth sites # 5 (universal) and are being used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.